Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was unaware if there was pressure on the insulin pump before alarming. The customer's blood glucose was 196 mg/dl. The customer stated that nothing significant happened before the alarm. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)